Event description:
The facility reported that the resident was lowered into a chair. While detaching the sling, the hanger bar came off and hit the resident on the head and pinched the caregiver's finger. The resident sustained a bump on the head and was treated with an ice pack. No treatment was described for the caregiver.